Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1.5 months ago. The aneurysm was 64 mm in diameter. The aortic neck was 22 mm in diameter and it had a 45 degree angle. There was narrowing at the bottom of the flow divider. It was reported that the pt was readmitted approximately 2.5 weeks post implant because the stent graft lumen has been reduced in the ipsilateral limb in the area where the graft material is unsupported by a stent. This required to be stented with a self expanding stent and resolved the stent graft narrowing. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: graft occlusion. Conclusions: narrowing at the bottom of the flow divider.